Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(6). Investigation result: a visual examination of the returned complaint device found the balloon and the catheter did not have any visual defects and were in a good condition. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. Additionally, during the microscopic inspection, the balloon was dissected to inspect the ro markers and no damages were found. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the body of the balloon, thereby confirming the reported event of balloon unable to inflate. Dimensional examination was performed to the outer diameter (od) of the ro markers, and was measured in two sections; distal and proximal. The two sections were within specification. It is most likely that the pinhole problem is the result of the interaction between the device and the scope while the catheter advancement occurs at higher elevator angles; this factor combined with the device's design likely influenced the damage found to the balloon. The most probable cause of the event is caused traced to device design. Investigation concluded that the balloon pinhole was likely caused by the radiopaque (ro) marker on the device during use. When the hurricane rx biliary balloon dilatation catheter device is used at high elevator angles (>70 degrees, which is a range of angles infrequently used to reach the desired target location), interaction between the device and the scope can contribute to balloon pinholes due to ro marker contact with the balloon. On (B)(6) 2021, a corrective action was implemented to reduce the potential for similar balloon pinhole events. The corrective action included applying glue around both edges of the ro markers during manufacturing, which adds a protective layer around the ro marker and reduces the potential for balloon pinholes during use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, it was noticed that the balloon would not inflate. The procedure was completed with another hurricane rx dilatation balloon. This event has been deemed a reportable event based on the investigation finding of balloon pinhole. There were no patient complications reported as a result of this event.